Event description:
The account stated that one patient sample generated discrepant results of architect ca19-9 (a tumor marker for pancreatic cancer). Error code 1007 (unable to process test, activated read failure) was also generated on the architect analyzer. The issue was resolved by replacing the reaction vessel cells. No impact to patient management was reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation: the investigation unit has evaluated this complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Event description:
It was reported that the patient had problems recharging since implant two months prior. Review confirmed that the patient was currently recharging. The patient was concerned that the stimulator was not holding a charge. The patient was redirected to his physician. Additional information has been requested, but was not available as of the date of this report.